Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the femur at the bone to cement and cement to implant interface, unknown cement manufacturer was used. It also stated that the surgeon thought she needed a poly swap, but once he was in there he realized the femur was loose. The cement came right off the prosthesis and bone. He downsized the femur from a 2.5 down to a 2. Doi: unknown; dor: (B)(6) 2018; unknown knee affected side.

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.